Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not open; cubie was not detected on the bus, and reboot and recovery attempts were unsuccessful. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the drawer failure was due to thermal damage and physical damage in the retractor assembly, along with a faulty solenoid affecting drawer operation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the repotted condition of drawer failed was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the device was shut down. Drawer 3.2 was found to hot open manually, and no objects were found to be stuck. The solenoid was disassembled, and it was determined that it would not allow the plunger to release the drawer. The solenoid and both retractor bands on drawers 3.1 and 3.2 were replaced. The devlce was rebooted. During dchu visual inspection pn 353844-01: (a): was received with signs of thermal damage along the cable. (B): was received with physical damage. Pn 353578-01: was received with signs of thermal damage on the cover coil. During dchu testing pn 353844-01: (a): the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. (B): further testing was not required due to physical damage found during the external inspection. Pn 353578-01: further testing was not required due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint drawer failed was due to: overheated copper strands of the assy retractor dwr hh cubie (a) (pn 353844- 01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. Physical damage on the assy retractor dwr hh cubie (b) (pn 353844-01) which prevented the proper functionality of the whole assembly. A faulty solenoid 12vdc latch which exhibited thermal damage in the coil and consequently, compromised the proper operation of the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not open; cubie was not detected on the bus, and reboot and recovery attempts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open and the cubie was not detected on the bus. The field service engineer (fse) shut down the device and found that drawer 3.2 did not open manually. No object was found to be stuck. The fse disassembled the solenoid and discovered that it did not allow the plunger to release the drawer. The solenoid was replaced along with both retractor bands on drawers 3.1 and 3.2. The device was rebooted, but it shut down on its own, and the plunger on drawer 3.2 smoked, causing another shutdown. The entire drawer three was replaced with a spare from the customer, and a new one was reordered. The cubies from drawer 3.2 were manually ejected and placed in the new drawer. The device was rebooted again, and drawer 3.2 was tested in the hardware test application. The customer inventoried the medication in the drawer, and all tests were completed successfully. A proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and would not open; cubie was not detected on the bus, and reboot and recovery attempts were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.